Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer not printed. The technical support specialist (tss) dialed in to station during non-use, logged off cfnadmin, applied knowledge article "zebra printer no longer printing - upgrade", reinstalled drivers, reconfigured zebra printer settings, and rebooted the station into app mode. A test print was successful with no items in the printer queue; the customer was emailed to test further. After speaking with pharmacist, a possible printer roller damage was noted; however, the issue was later reported as resolved with no further issues. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the label printer failed to print due to a damaged roller despite a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.